Manufacturer narrative:
Concomitant medical devices: anatomical shoulder, humeral stem, uncemented, 14, 100 mm, catalog no# 0104201143 ; lot no# 2888699, anatomical shoulder reverse, humeral insert, pe, 40-0, catalog no# 0104223400 ; lot no# unknown, glenosphere 40 mm diameter, catalog no# 00434904011 ; lot no# 3640144, base plate 15 mm post length uncemented, catalog no# 00434901500 ; lot no# 63702663. Therapy date: (B)(6) 2018. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to infection.

Manufacturer narrative:
Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive more information for this case. Additional information as follows was requested at complainant the latest one on september 27, 2018. The lot number for humeral insert ref#01.04223.400. Exact implant date. Surgical reports. All available x-rays during time in- vivo with printed date. All available intraoperative pictures. Patient dob, weight, height, bmi and all relevant history. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: infection review of event description: it was reported that a patient implanted with a anatomical shoulder inverse/reverse system and underwent revision surgery 6 months post implantation due to infection. This is a split case with device manufactured by zimmer inc., warsaw, reference cmp-0406798 (MFR 0001822565-2018-03662 and 0001822565-2018-03672). Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the available information, the product location is unknown. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using rmw anatomical shoulder combined: patient contamination due to sterilization process failure not possible a systematic issue with sterilization process would have been detected as part of the issue evaluation assessment. Patient contamination due to packaging does not achieve specified shelf life (sterile barrier integrity loss) not possible a systematic issue with packaging design would have been detected as part of the issue evaluation assessment. Contaminated device will be used due to packaging is damaged due to inadequate transport / handling or storage conditions possible, surgical technique and ifus are in place which describe the proper handling of the devices. However, since only incomplete surgical report received, it cannot be evaluated if the products were handled properly. Contaminated device will be used due to the packaging is defective due to inadequate storage condition by the surgeon/hcp possible, storage and handling of the device is out of zimmer biomet control. Contaminated device will be used due to unintended and uncareful handling of device possible, surgical technique and ifus are in place which describe the proper handling of the devices. However, since only incomplete surgical report received, it cannot be evaluated if the products were handled properly. Contaminated device will be used due to explanted implant is used for new implantation surgery not possible according to the information received it is not likely that the device was reused. Root cause determination using rmw #403422 cup and insert : patient contamination due to sterilization process failure not possible a systematic issue with sterilization process would have been detected as part of the issue evaluation assessment. Patient contamination due to packaging does not achieve specified shelf life (sterile barrier integrity loss) not possible a systematic issue with packaging design would have been detected as part of the issue evaluation assessment contaminated device will be used due to packaging is damaged due to inadequate transport / handling or storage conditions possible, surgical technique and ifus are in place which describe the proper handling of the devices. However, since only incomplete surgical report received, it cannot be evaluated if the products were handled properly. Contaminated device will be used due to the packaging is defective due to inadequate storage condition by the surgeon/hcp possible, storage and handling of the device is out of zimmer biomet control. Contaminated device will be used due to unintended and uncareful handling of device possible, surgical technique and ifus are in place which describe the proper handling of the devices. However, since only incomplete surgical report received, it cannot be evaluated if the products were handled properly. Contaminated device will be used due to explanted implant is used for new implantation surgery not possible according to the information received it is not likely that the device was reused. Root cause determination using sap rmw humeral stem: patient contamination due to sterilization process failure not possible a systematic issue with sterilization process would have been detected as part of the issue evaluation assessment. Patient contamination due to packaging does not achieve specified shelf life (sterile barrier integrity loss) not possible a systematic issue with packaging design would have been detected as part of the issue evaluation assessment. Patient contamination due to demo pieces used in-vivo not possible according to the information received it is not likely that a demo piece was used. Contaminated device will be used due to packaging is damaged due to inadequate transport / handling or storage conditions possible, surgical technique and ifus are in place which describe the proper handling of the devices. However, since only incomplete surgical report received, it cannot be evaluated if the products were handled properly. Contaminated device will be used due to the packaging is defective due to inadequate storage condition by the surgeon/hcp possible, storage and handling of the device is out of zimmer biomet control. Contaminated device will be used due to unintended and uncareful handling of device possible, surgical technique and ifus are in place which describe the proper handling of the devices. However, since only incomplete surgical report received, it cannot be evaluated if the products were handled properly. Contaminated device will be used due to explanted implant is used for new implantation surgery not possible according to the information received it is not likely that the device was reused. Conclusion summary: it was reported that a patient underwent a revision surgery due to infection 6 months post op. The gamma sterilization specifications of the devices certify the suitability of sterilization. The irradiation certificate of the affected lots of the stem and the cup has been reviewed and was found to be according to specification. The lot number of the insert remains unknown. It is highly unlikely that an unsterile device caused the infection. Moreover, no trend on infection has been observed for this product family. Therefore, it is highly unlikely that a disadvantageous product design favored or contributed to the infection. Nevertheless, possible causes of infection include wrong handling of device due to wrong information, wrong resterilization procedures for sterile delivered parts or packaging failure during transportation. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2018-00681, and 0009613350-2018-00682.

Event description:
No event update.